Event description:
It was reported that during the system upgrade, the right ventricular (rv) lead was unable to extract. The rv lead broke and a portion of the lead was left in patient. The next day, physician was able to explant that broken portion and successfully removed during av (atrioventricular) node ablation. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains corrections in section h6 impact codes.

Event description:
It was reported that during the system upgrade, the right ventricular (rv) lead was unable to extract. The rv lead broke and a portion of the lead was left in patient. The next day, physician was able to explant that broken portion and successfully removed during av (atrioventricular) node ablation. No additional patient adverse effects were reported.